Manufacturer narrative:
During testing, the device touchscreen did not respond when pressed. This was due to contamination on the bottom of the touchscreen caused by fluid ingress. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device front bezel heads to be replaced. This did not indicate a reportable malfunction. However, during verification testing at the service center the service touchscreen was not responsive when the keys were pressed.